Event description:
During removal of port from the left chest, the catheter was densely adhered to surrounding tissue. A second incision was made at the cannulation site catheter still densely adhered to surrounding tissue. Despite prolonged traction the distal catheter could not be removed. At this point catheter was divided sharply and the proximal remnant was removed and catheter remained in patient. Port was in patient for approximately 15 months.